Event description:
The rptr states doing back to back blood glucose tests, within minutes. Rptr's results were 265, 365, and 115 mg/dl. Rptr did not have any symptoms. Control tests were not done due to lack of supplies. During troubleshooting, the rptr stated that rptr had never cleaned the meter in the two years. On followup, a control solution test was in range, 133 (99-148). No harm was alleged.